Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, raw irritation under the rear therapy electrodes. The patient was issued a steroid cream from his dermatologist. The patient reported that the irritation was improving.